Manufacturer narrative:
Qn# (B)(4). The customer returned an opened cvc kit with a guidewire. Signs of use in the form of biological material on the guidewire were observed. The guidewire was observed to have several kinks towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guidewire body. Both welds were present and were observed to be full and spherical. The kinks in the guidewire were located 30mm, 197mm, and 292mm from the distal tip. The overall length of the guide wire measured 597 mm which is within the specification of 596-604 mm per guidewire product drawing. The outer diameter of the guidewire measured 0.800 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guidewire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guidewire. The guide wire passed through both components with minimal resistance. Major resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guidewire damage during use. The instructions caution that withdrawing the guidewire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guidewire kinked during use was confirmed through examination of the returned sample. The guidewire was kinked throughout the guidewire body toward the distal tip. The returned guidewire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guidewire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2025, during catheterization performed by the anesthesiology department of fengtai hospital, the guidewire became kinked, rendering normal operation impossible. The guidewire was removed and replaced with a new product." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, during catheterization performed by the anesthesiology department of (B)(6) hospital, the guidewire became kinked, rendering normal operation impossible. The guidewire was removed and replaced with a new product." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".